Manufacturer narrative:
Therefore, because serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
According to the available info, a pt received an anklyos plus implant (a9.5) to replace tooth #29. During the early healing phase, a severe infection occurred around the implant, therefore the dentist decided to remove the implant and prescribed penicillin to combat the infection. Unfortunately, the pt developed a serious incompatibility / allergic reaction to the penicillin, thus the pt was hospitalized to get the reaction under control. It is stated in the medical history that the pt has diabetes, and whereas during surgery the disease was well stabilized with corresponding medicine, post-operatively their diabetes is no longer stable. It is very well known that diabetes could have negative impact on the healing processes, thus it is very likely that the improperly stabilized conditions had at least some influence on the occurrence of the above described infection of the peri-implant bone. It is on the other side not clear, if the incompatibility on penicillin was known or newly developed.